Event description:
It was reported that this electrode was explanted due to an advisory notice. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to an advisory notice. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates that the electrode was implanted using poor technique, so it exhibited high system impedance measurements as a result. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this electrode was explanted due to an advisory notice. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates that the electrode was implanted using poor technique, so it exhibited high system impedance measurements as a result. No additional adverse patient effects were reported.